Event description:
Waffle cushion was in the chair underneath the patient and when patient stood up, it was found to be completely deflated. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for static air cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's u.s. Product complaints team lead. Product available for return.

Event description:
Waffle cushion was in the chair underneath the patient and when patient stood up, it was found to be completely deflated. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for static air cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's u.s. Product complaints team lead. Product available for return.